Event description:
Additional information was received from the patient. Agent received call from patient in regards to returning the call from agent. Caller stated that during the last call the patient collapsed and had to call 911. Agent reviewed how to connect to ins and answered general use for equipment. 2025-apr-09 telph (hcp): no new information. On 2025-apr-11, additional information was received from the manufacturing representative (rep). They reported that it was unknown whether the device/therapy/procedure was causal or contributory with respect to the patient collapsing. The cause and resolution of the device not responding was unknown. It was unknown whether the issue was resolved. The fall's effect on the implant was unknown. It was unknown whether the device/therapy/procedure causal or contributory with respect to the patient's fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the agent walked patient through how to use the handset and communicator to connect to the implant. Patient was getting device not responding message. Agent had patient reposition the communicator several times and patient was still unable to connect. Patient mentioned they charged both devices the day before yesterday. The issue was not resolved through troubleshooting. Agent will call patient back to check on progress. During the call they had a fall and they couldn't get up by themselves. Patient stated they had to go pee and they were a little lightheaded. Patient also mentioned they were not in pain. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.